Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave clear, dual check valve, 1.2 micron filter, luer lock where it was reported that during infusion therapy an1.2-micron filter noted to be leaking on tubing while lipids infusing, and the lines changed to new tubing. Potentially increased infection risk due to line leaking (portal of entry). Extra line break to change line also an infection risk. There was patient involvement, and no harm reported.